Event description:
Maude report received by FDA on (B)(4) 2008 stated: during post fossa craniotomy while using anspach drill, it was noted that the cutting tip had broken off, causing potential impact to the safety of the patient. Additional follow up: the tip broke off, nothing was retained in the patient, no harm to the patient. Manufacturer response drill bit, blackmax. The anspach rep had the anspach drills tested for proper rpms. The anspach rep had communicated the questionable lot numbers for the bits. Those items have been removed from the stock, to the best reporters knowledge there have been no incidence of "bit breakage."

Manufacturer narrative:
The device was not returned and could not be evaluated. Further investigation is being conducted to clarify statements contained in the maude report. A supplemental report will be provided.